Event description:
A coronary stent with delivery system was successfully advanced to the target site located in the pt's right coronary artery. Upon attempted balloon catheter inflation, it was reported that only the distal portion of the balloon expanded and the balloon subsequently ruptured. It was also reported that the stent migrated down the right coronary artery. In response, the balloon catheter was successfully withdrawn from the pt and a lower profile balloon was utilized to fully expand and successfully deploy the stent. There were no add'l complications reported relative to the event.